Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens in the patient's left eye (os) on (B)(6) 2014. The reporter indicated the lens had excessive vaulting and there was elevated iop. The reporter indicated that on (B)(6) 2014, the patient's last visit - bcva was 20/20, vault was 2 CT and iop was 17mmhg. The lens remains implanted. See MFR. Report # 2023826-2014-00587 for right eye (od).

Manufacturer narrative:
(B)(4) - intraocular pressure rise; (excessive vaulting). Device evaluated by manufacturer? No. Lens remains implanted. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Additional information: the lens remains implanted and the surgeon is planning to exchange this lens for a smaller lens. A supplemental will be submitted when more information is made available. Method: medical review. Results: medical review - according to use fmea (failure modes and effect analysis) it has been determined that excessive vaulting is a consequence of a wrong lens use failure mode (i.e. Improper white to white measurement, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). Several conditions may arise from this event (I. E. Pupillary block, malignant glaucoma, increased iop etc.). To prevent any of these complications from occurring, staar recommends that the lens be explanted and/or exchanged with the right size once the surgeon determines that this condition may affect the outcome of the patient's vision. Elevated iop in the presence of a vicmo/ vticmo may occur due to: remaining viscoelastic in the posterior chamber, oversized icl with angle closure, too narrow angles/crowed ac due to small eye anatomy/preoperatively, unexpected abnormal anatomy or tissue abnormalities (presence of iris/ciliary body cysts), blockage of the port by remaining viscoelastic, or by an inflammatory membrane, etc. Conclusions: based on the complaint history, work order search and medical review, there is not enough clinical data to determine the exact cause of this event, however we can not rule out excessive vaulting secondary to a long lens as a contributing factor. (B)(4). Lens remains implanted.